Event description:
Date: (B)(6) 2014 - the clinician felt resistance at the very end of catheter advancement. The wire caught the top of the catheter and coiled inside the pt.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.